Event description:
Invalid result (s). The customer reported that their tests did not produce a result. 1 test cov2020130 and 3 tests cov2010023. The customer appears to have performed the test correctly. There was no damage to the test kit or pieces reported by the customer.

Manufacturer narrative:
No abnormal issue was found in manufacturing process, technical testing and quality control inspection, and the manufacturing process is complied with dmr. Final product manufacture and qc record for cov2010023 and cov2020130. Please see the (B)(4) attachment for the results of cov2010023 and the cpus230701 attachment for the results of cov2020130. The test results of retention samples from cov2010023 and cov2020130 can meet the qc criteria. We have not found the complaint issue from the retained cassettes. The complaint is not verified. In this follow-up report, the following information has been updated from the initial report upon completion of the internal investigation.

Event description:
Invalid result (s). The customer reported that their tests did not produce a result. 1 test cov2020130 and 3 tests cov2010023. The customer appears to have performed the test correctly. There was no damage to the test kit or pieces reported by the customer.